Manufacturer narrative:
This complaint is still under investigation.

Event description:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Patient demographics added.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A review of the device history records for lot codes 2061463 and 2272157 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
The patient harm was updated and added date of revision, product experience code, surgeon, hospital name, and expiration date of metal liner and metal head. The stem, sleeve and the unknown hip implant were added to the impacted product due to alleges loosening of stem and fracture component from the ppf.